Manufacturer narrative:
Lot history record review: the lot number was not reported. Through a ship history, it was observed that the following lot of the reported catalog number had been shipped to the complaint in the last 6 months: 910311. This possible lot was reviewed and nothing was found that would have contributed to the reported complaint. Review of returned sample: the complaint sample was not returned for evaluation. Conclusion: the complaint investigation is inconclusive. The complaint sample was not returned for evaluation. Several things can cause this type of complaint, such as: patient anatomy, incomplete deflation and difficulty interfacing with the sheath. Without the complaint sample angiodynamics is unable to conduct a thorough investigation. The cause of this complaint is unknown. Prior to release, the balloons are 100% inspected. The review of the manufacturing records verified the above lot was manufactured and released to specifications. Corrective action has been opened to address the above listed possible cause of difficulty interfacing with sheath. This type of complaint will continue to be monitored for trends. No further action at this time. Frequency has increased but the severity of this event is not greater than usual.

Event description:
Great resistance was felt, when pulling out after first dilation and it could be removed through the sheath without too much difficulty.